Event description:
Contacted regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 2/5 of automated peritoneal dialysis therapy. The home patient's cat may have bitten the supply line causing it to leak. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.